Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, during posterior spinal fusion surgery the tip of screwdriver broke off in the screw during insertion. The tip was unable to be retrieved from the screw head and remains in the screw. There was no surgical delay. The procedure was successfully completed. This report is for one (1) viper system polyaxial screw driver t20. This is report 1 of 1 for complaint (B)(4).